Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 163 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. Customer was unsure how the sensor went into threshold suspend. During troubleshooting, the customer reported that the sensor received a lost sensor alarm twice. Customer also noted the site did not have a bent cannula. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer is unsure of the event that caused sg values to fall low. Customer was advised to return a sensor and a replacement will be sent. The sensor will be shipped for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and perform continuity resistance test. Sensor failed per specifications.